Manufacturer narrative:
Per tandem's t:slim x2 user guide, "the maximum cartridge fill amount is 300 units. Do not overfill or ¿top off¿ when filling the cartridge as the additional amount cannot be delivered." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed 105 units after using approximately 33 units of insulin. Review of the pump data logs by tandem technical support showed that the cartridge was filled with approximately 306 units of insulin. There was no reported impact to the customer's blood glucose level.